Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as half a cc of fluid from the probe of the instrument. The customer also reported that the instrument was not running as the cap pierce door was not responding when running samples in the closed vial whole blood mode. The operator was wearing gloves, lab coat and goggles when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer was in the process of running calibration when the leak was noticed; the customer also reported that the cap pierce door was not responding. The customer technical specialist (cts) helped the customer power the instrument off and clean the probe and probe wipe without resolution. Field service engineer (fse) evaluated the instrument and observed a slight probe drip from the probe wipe and bleached the pathway from the probe wipe to the vacuum isolator chamber (vic); probe waste evacuation was fine and the leak was resolved. The drip caused the cap pierce/probe sensors to malfunction and therefore not to run in closed mode. Both sensors were cleaned with alcohol, restoring the operation of the closed mode. Identified failure mode: the failure mode of the leak is related to a restriction in the pathway of the probe wipe; the drip from the probe wipe caused the cap pierce probe sensors to malfunction, which disabled the closed vial whole blood mode. No erroneous results were generated in connection with the reported event. A dripping probe wipe is likely to cause erroneous cbc (complete blood count) / differential results due to contamination during sample aspiration. A cap pierce/probe sensor malfunction will cause the instrument to become inoperable in closed vial whole blood mode. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).